Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21320. The patient received four off-label leads, each two have the same lot number. It was reported the patient is experiencing intense pain in his lumbar region. The physician plans on addressing the issue via surgical intervention.